Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had issues with a frozen display screen and had alarmed button error. The patient's blood glucose level was 5.2 mmol/l. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was monitored and no frozen display was noted. No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners, stained end cap sticker and a scratched reservoir tube window.